Manufacturer narrative:
Investigation: the heartstring iii device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. The delivery device was returned inside of the loading device. The tension spring assembly was inside the delivery device tube. The seal was folded and positioned correctly in the delivery tube, under the window. The seal had cracked along the first and third rows. The green slide lock and the white plunger were not depressed on the delivery device. Based upon the eval results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal was cracked. A replacement device was used to complete the procedure. The hosp did not report any pt effects. The product was returned for investigation.